Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.

Event description:
According to the available information, following a vaginal hysterectomy and anterior repair, an altis sling was attempted to be implanted. Reportedly the suture line of the sling broke on the first and second altis devices during final tensioning. The static anchor of the first altis and the dynamic anchor of the second altis remained implanted. A third altis was used successfully. The patient ¿seemed fine¿. It was noted that the surgeon did not pull-down patient's midline when tensioning the first two slings and the loop was pulled forcefully. He was told proper technique for the tensioning of the 3rd altis.